Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 467 mg/dl after receiving alert from ilet device to disconnect tubing from the body. The user was treated with exogenous insulin at the hospital and discharged on (B)(6) 2025. The user¿s bg stabilized to 115 mg/dl after discharge, and they planned to resume therapy after follow-up with their healthcare provider.